Event description:
(B)(6) 2024-patient readmitted following heart surgery- for irritability, low grade fevers- wbc 27, c-reactive protein elevated at 20. Cultures pending. Started on empiric vancomycin and cefepime for fever.